Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). During the implant, the pt had massive bleeding coming from below the bend-relief. The surgeon disconnected the outflow graft, and re-connected several times. This did not stop the bleeding. It was decided to change out the outflow graft, and to use a new outflow graft, and a new bend relief. Since the outflow graft exchange the pt has expired.